Manufacturer narrative:
H4: the lot was manufactured from january 23, 2020 - january 24, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After the expected therapy time was completed, the patient returned to the hospital to remove the device; however, it was discovered that there was still medication in the device which had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.